Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3517ml. The fill volume was 2000ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain: false empty detect at the initial drain and at previous therapy last drain. The nurse stated that the patient did have some catheter issues that are now resolved that were contributing to the difficulty the patient has had on the device. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). All testing performed during the homechoice rite functional test & home choice rite electrical safety analyzer test passed. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause, insufficient drain: false empty detect at initial drain and at previous therapy last drain. Device will be sent for servicing.